Event description:
Information was received from an international distributor that their customer reported the ventilator went vent inop while on a patient. The customer reported there was no patient harm and the ventilator did alarm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor's service engineer performed an evaluation of the ventilator and reported finding a component on the mmi pcb had overheated. The service engineer replaced the mmi pcb to correct the problem. Extended self testing (est) was performed and passed per operating specifications.